Manufacturer narrative:
Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional has reported that only four implantable collamer lenses (icls) have required explantation since 2008 (1 for size change larger- toric rotation, 1 for size change smaller-high vault without glaucoma, 2 for progressive myopia). Additional information was requested. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.